Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a damaged battery door compartment, scratched lcd lens, scratched rear label, worn uso seal, and lifted dso seal. There was no evidence to review in the device's event history log. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that the most probable cause is due to the inoperable latch lock optic flex sensor. The latch lock sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 41541. Patient involvement is unknown.